Event description:
The customer reported that the central station did not alarm for a low heart rate. The customer reported that after the pt coded, there was no printout or saved alarm at the central station.